Manufacturer narrative:
Recall: 1627487-07262012-002-r. This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2013-03582. The patient received 2 scs leads with the same lot number. The patient reported, he is unable to establish communication between his scs ipg, charging system and patient programmer after not charging his scs system for 1 month due to ineffective stimulation. The patient also reported he experienced pain at his scs ipg pocket site which eventually resolved on its own. The patient is consulting with the physician regarding the scs system explant.